Event description:
It was reported that the ¿pump had crystals¿ in the past. It happened in florida and the physician had to do surgery to repair it. It was later reported that, the patient knew something was wrong because her pain level had increased. The patient told the hcp (healthcare provider) that something was wrong. The pump did not beep. When the hcp went in, they found something was wrong; the ¿medication was crystalized¿. The pump was delivering dilaudid. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).